Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy s10e / 2.8 / android_12.